Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals, impedance abnormalities, insulation issues and conductor fracture. A replacement procedure was scheduled for this patient, and the device was reprogrammed to disable therapy for the ra chamber. No adverse patient effects were reported. This ra lead remains in service at this time.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.